Event description:
According to the facility on (B)(6) 2022 'the screw head broke off during surgery in the patient'.

Manufacturer narrative:
According to the facility on (B)(6) 2022 'the screw head broke off during surgery in the patient'. Per the facility the doctor had to bail out to a shorter plate because a portion of the screw could not be removed from the patient'. Per the facility there was no reported injury and the patient is reported to be doing 'ok'. The device was discarded and is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.